Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the device's distal tip was broken-off. Additionally, the tip was twisted. The device met all material specifications as received. The most likely cause for this type of event is by excessive force being applied on the device during use and/or torquing when the screw is already seated. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a univers revers shoulder procedure, the tip of the medium driver shaft broke during implantation of a screw. The tip cold welded to the screw and could not be retrieved. The case was completed with a back up driver. Follow-up investigation: the driver shaft broke during implantation of the inferior peripheral locking screw. The torque limiting driver was not used per the surgeon's preference.